Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge changed error notifications were received while loading multiple cartridges. Customer was able to load a cartridge. There was no reported impact to customer's blood glucose.